Event description:
Md used an endo gia xl that was loaded with the first reload (white, vascular load- 2.5, 60. The stapler misfired and the surgeon was unable to continue squeezing the handle all the way to the 60 mark indicated on the side of the gun handle. The handle made a loud clicking noise. No other option as to what to do with the reload was possible, so md pulled back on the black side tabs of the handle. It was immediately seen that injury to the vessel had taken place and blood loss was significant. A second handle was obtained and the same thing happened. The procedure eventually converted to open because blood loss could not be controlled laparoscopically. The pt's weight was approximately 450 lbs and the pt was positioned right lateral.